Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available at all times. Also stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The devices are being returned; however, it is unknown which of these were involved in the event. These devices will be analyzed and reported as required. Serial # (B)(4), catalog #: 1650de, exp.date:02/29/2016, mfg. Date:02/28/2015, (B)(4); serial # (B)(4), catalog #: 1650de, exp. Date:01/31/2016, mfg. Date:01/31/2015, (B)(4); serial # (B)(4), catalog #: 1650de, exp. Date:01/31/2016, mfg. Date:01/31/2015, (B)(4); serial # (B)(4), catalog #: 1650de, exp.date:02/29/2016, mfg. Date:02/28/2015, (B)(4). Device was not received.

Event description:
It was reported from the clinical study that the vad coordinator stated that multiple power source change earlier than expected. It was also stated that the patient also changes the batteries at 50% charge. It was further stated that log files analysis detected potential switching events on multiple batteries. The batteries were removed from service and replaced. The controller was request to be returned to the manufacturer. No additional information available.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. One battery ((B)(4)) was returned for evaluation. Four batteries ((B)(4)) were not returned for evaluation. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. Log file analysis revealed that the controller ((B)(4)) contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections between the controller and batteries. Additionally, log file analysis revealed several power switching events due to communication errors between the controller and (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. The manufacturer is investigating momentary disconnections. (B)(4) - MFR number-2015-01-16. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: battery / bat204488. FDA conclusion codes: 4307 - 12. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.